Manufacturer narrative:
(B)(4).

Event description:
This procedure was to treat a circumflex cto. A spectranetics elca 0.9 laser sheath was selected and used at 60 fluency, 40 pulse x 5 runs. A small perforation was noted after lasing. The defect was repaired with xience stent and graftmaster stent. The patient survived the procedure. This report is being made against the elca as a potential mechanism of injury.